Event description:
A male patient contacted lifecor customer support to report that the battery packs were only lasting eight hrs. Support had the patient download and the download revealed several battery changes in a day. The patient stated that he was only removing the battery pack when there were no bars remaining. Support sent the patient two replacement battery packs and a replacement monitor.

Manufacturer narrative:
Monitor, battery pack - 03/2007; battery pack - 03/2007. Device eval summary: device evaluations of monitor and both battery packs have been completed. The reported problem was confirmed. The cause of the batteries not charging completely was that both battery packs had damaged connectors with bent pins. The battery packs were repaired. Then they were retested and restocked. The root cause of the bent contact pins cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. Monitor was found to be functionally normal. It was restocked. No adverse event resulted from the damaged battery packs. The patient received two replacement battery packs and a replacement monitor.